Manufacturer narrative:
The field service engineer sent this customer a data acquisition (da) to motor controller (mc) cable thinking that the reported problem was 100a. Error. The biomedical engineer confirmed that there's no 100a e/c, but 100e error code. The biomedical engineer installed the da to mc cable and the reported 100e error code was not duplicated.

Manufacturer narrative:
The customer refuse to provide any patient information. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm.